Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring before the issue. The customer did not provide information regarding any impact on their blood glucose level. Tandem technical support supplied pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur after the reset, and the customer was informed they could continue using the pump. They were also advised to reach out again if the malfunction code reappears, which the customer acknowledged and understood.